Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue could be reproduced during the device evaluation. A visual inspection was performed and observed a distorted screen at device power up. The device was determined to not meet all product specifications related to the reported event. Evaluation confirmed the reported symptom ¿black line across screen¿ through the causality of failed pixels in the liquid crystal display. The device was contained and a replacement was offered to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced black lines across the display. There was no known patient injury or medical intervention associated with this event. No additional information is available.